Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2021-03-23. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-05-06 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: twenty open 32g x 4mm pen needle samples were returned from lot. No. 0112354, cat. No.320561. Visual examination was carried out on returned samples and a broken non patient end of cannula was observed on thirteen samples and a bent non patient end of cannula was observed on seven samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause description: as all samples returned were open it is not possible to confirm this defect to be manufacturing related. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 105 box de cannula broke. The following information was provided by the initial reporter: needles bent (non-patient end).